Event description:
It was reported that post-surgery, the unit had an unknown malfunction. There was no patient involvement. Evaluation of the device later found that the comb was damaged.due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's comb was damaged and they replaced it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.